Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in follow-up. Automatic configuration was performed, and primary sensing vector was chosen (secondary vector had previously been programmed). One week later, this s-ICD delivered an inappropriate shock due to oversensing. Automatic configuration was redone, and primary sensing vector failed. As such, secondary vector was programmed again. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in follow-up. Automatic configuration was performed, and primary sensing vector was chosen (secondary vector had previously been programmed). One week later, this s-ICD delivered an inappropriate shock due to oversensing. Automatic configuration was redone, and primary sensing vector failed. As such, secondary vector was programmed again. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.